Manufacturer narrative:
(B)(4): visual review of submitted device pictures confirms the inserter tang is broken off. Visual examination of the fracture surface from submitted pictures appears to suggest a fairly brittle fracture, with no indication of fatigue. The direction of fracture initiation appears to be consistent with failure due to sharp corner at the base of the inserter tangs resulting in stress concentration and subsequent failure during usage. Unable to determine root cause without examination of complaint product. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a procedure to fuse l4/5 using interbody device. It was reported that the tip of the inserter broke during implantation. The broken piece was retrieved. No pt complications were reported.